Manufacturer narrative:
Additional information received on(B)(6)2021 reporting the alleged issue resolved by using an alternate usb cable. The customer charged the pump and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 90 mg/dl. The customer reverted to an alternate method of insulin therapy.